Manufacturer narrative:
Corrected data: the lens was not implanted in the patient's eye. There was no patient contact. A back-up preloaded system was used instead. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a ks-ni2, 18.5 diopter, intraocular lens in the patient's eye on (B)(6) 2017. During insertion, the surgeons felt that the rod was very tough to push. There was no patient injury.